Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the scrub nurse preparing the device prior to a procedure, the clips were not loading into the jaws of the device. New instrument used to resolve the issue. No patient involvement.